Event description:
It was reported that this right atrial (ra) lead was pulled back which indicative of twiddlers syndrome. Lead dislodgement was confirmed through chest x-ray. This lead was surgically repositioned and to date, this lead remains in service. No additional adverse patient effects were reported.